Manufacturer narrative:
Other: save to disk clinical data review was determined to be not required because the reported complaint cannot be substantiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system infection. The device was relocated from the right to the left side and remains in use. The atrial and left ventricular leads were explanted. The patient was given antibiotic treatment. No further patient complications have been reported as a result of this event.